Event description:
Boston scientific crm received information that this implantable left ventricular (lv) lead had a conductor fracture. The lead remains in service at high outputs, but a replacement procedure has been scheduled for a future date.

Manufacturer narrative:
To date, there have been no adverse patient effects reported. No additional information is available at this time. If additional information becomes available the event will be updated. Additional information received indicated a revision procedure took place and this lead was explanted. No other clinical observation were reported as a result of the explant procedure.